Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received results of 262 and 264 mg/dl. The normal control range was 113-163 mg/dl. The customer did not allege any adverse events. The test strips and meter are to be returned for eval. The customer will upgrade to a breeze 2 meter system.